Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the main cooling and heating system was making noise. The user facility attempted to prepare the backup cooling and heating system. The back-up system would not make ice. The original cooling and heating system was used in the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet completed.